Event description:
Customer reported blood set leaked at the connection of the drip chamber to the tubing. The leak resulted in both pt and nurse having blood on skin and clothing. Unit of blood was discarded and another unit was used to complete the transfusion. There was no pt/user harm. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of set leaking from the connection of the drip chamber to tubing was not confirmed. However, a tear was noted below the blue upper fitment of the pumping segment. The cause of the leak from the set was due to a tear in the silicone segment near the upper fitment. The cause of the tear could not be identified. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.